Manufacturer narrative:
(B)(4). An investigation was carried out into this complaint. When reviewing similar events for the maxi move passive floor lift registered within last 5 years we have not found any other similar case when the patient was pushed under the spreader bar due to its tilting movement during repositioning. (B)(4). On 2016-09-20 arjohuntleigh has become aware of a customer complaint registered under (B)(4). According to the received information, patient was lying on bed or seated in a seat shell. Upon the tilting of the electrical spreader bar from lying to seated position to attach the leg clips of the sling, the patient (female, (B)(6)) was pushed under the spreader bar due to the tilting movement. The spreader bar pushed on her pelvis then. Chassis legs of the lift stuck under the frame of the bed/seat shell and could not move up to relieve the pressure. The continued pressure to the pelvis caused sustained injuries - sacrum and pubic bone fracture. At this time, the arjohuntleigh product was involved with the reported with adverse event. Due to the serious injuries as an outcome of the event, it was decided to be reported to the competent authorities. The patient has sustained the injuries because the powered (electrical) dps spreader bar was continuously pressuring her pelvis during tilting operation towards the seating position. Please note that according to the information received further, she suffers from osteoporosis. As per clinical expert opinion, individuals with osteoporosis are particularly susceptible to broken bones as this disease causes the bones to be very brittle and thin. It is very likely that the disease could have amplified the effect of the pressure applied. Two lift legs stuck under bed/seat shell frame and could not move up to relieve the pressure. The electrical dps spreader bar motion is interrupted by a current limiter. It must be noted that the dps function is a "hold-to-run" function, which requires continued activation of a button and stops immediately once the button is released. Please note that upon service technician examination after the incident, no malfunction of the device was found. The device met its specification. The general condition of the device was described as very good. Please take into account also that the maxi move instruction for use (001.25060 rev. 5, april 2011) informs and warns: "maxi move must always be handled by a trained caregiver and in accordance with the instructions outlined in these operating and product care instructions". "Before lifting a patient from a bed, ensure there is sufficient clearance underneath the bed to accommodate the maxi move chassis legs. "Warning: take care not to lower the spreader bar onto the patient." "Caution: before and during the operation of the powered dps spreader bar, ensure all obstructions are clear of the spreader bar, support frame and jib". We have not received any training records for the involved caregiver(s). From above analysis we can conclude that this problem was caused most likely due to customer misuse - not paying appropriate attention to patient/resident when lifting her with the maxi move lift equipped with powered (electrical) dps spreader bar. In our opinion if the corresponding maxi move instruction for use provided by the manufacturer had been followed, risk of any incident related to usage of the device could have been avoided.

Event description:
It was reported that a patient was lying in bed or seated in a seat shell. Upon the tilting of the electrical spreader bar from lying to seated position to attach the leg clips (of the sling), the patient was pushed under the spreader bar due to the tilting movement. Spreader bar pushed on the pelvis. Legs of the lift stuck under the frame of the bed/seat shell and cannot move up to relieve the pressure. Continued pressure to the pelvis hypothetical cause of the sustained injuries - fracture of sacrum and pubic bone.